Manufacturer narrative:
Date of event and patient's weight is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following recent weight loss, the patient experienced pain at the anchor site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the anchor was explanted to address the issue and both of the patient's leads were explanted and replaced for an unknown reason. Effective therapy was restored post operatively.